Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, candida albicans (200 cfu/endoscope) were detected from the sample collected from the instrument channel of the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor, oer-aw, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus received following information from the site. The site sent the device to another hospital for re-culturing. The site didn¿t get detail information of a test result but received only the result that ¿the result was normal¿. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.